Event description:
Reporter indicated that vns patient was experiencing left chest arm and neck pain. It was reported that stimulation was initiated at the time of implant. The patient's device was programmed or off with plans to restart stimulation at a later date. Investigation to date has been unable to determine whether the chest pain is cardiac related as no response has been received to manufacturer's requests for additional information from treating neurologist.

Event description:
Further follow-up revealed that the patient's device was programmed back to on. Physician indicated that the patient has not experienced any pains since the device was programmed black to on.